Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was scheduled for a catheter revision because patient stated her provider was unable to access her pump reservoir and her pain was not controlled. The provider presumed a catheter issue. The physician took an x-ray of the pump before the patient was prepped for surgery and the pump was visualized to be flipped. The physician easily palpated the pump and flipped it to the appropriate orientation. Reportedly, the patient had adipose tissue making it difficult to secure the pump. The physician aspirated the catheter access port (cap) prior to the start of the procedure. Yellow fluid was aspirated and the physician assumed a possible infection. When the physician opened the abdominal pump pocket, yellow fluid was visualized. The pump pocket was infected. The pump was removed from the pocket and it was discovered that the proximal catheter was severed/broke a few centimeters beyond the sutureless pump connector. The physician realized the aspirated fluid from the catheter access port (cap) was yellow fluid from pump pocket and not drug or cerebrospinal fluid (csf) from the distal catheter. The spinal incision was opened, the catheter was then cut and csf was collected to send to lab for a culture. The spinal segment of the catheter was then removed and the remaining proximal segment of the catheter was also removed and it was discovered the catheter was kinked. All removed product was sent to the lab for culture analysis. The logs were reportedly also checked. It was unknown if the issue was resolved or the cause determined. It was also unknown if the patient experienced any symptoms related to the event. At the time of the report the patient's status was reported as alive-no injury. Perioperative antibiotics were administered and the patient did not have meningitis. There were no other signs of infection other than the yellow fluid and it was later noted that nothing grew in culture. The patient outcome was reported as infection resolved. This device system delivered hydromorphone. The products were discarded and the patient¿s system was to be replaced in the future. Should additional information be received a supplemental report will be filed.